Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient accidentally ripped her infusion site off while using the restroom event occurred on (B)(6) 2026. This led to high blood glucose level and managed with mdi (multiple daily injection).